Event description:
It was reported that a signal loss occurred. According to the patient, on (B)(6) 2025, the patient fell to the ground and had to call an emergency doctor. Emergency medical services (ems) checked the patient¿s blood glucose which was 21 mg/dl and the patient was in severe hypoglycemia. The continuous glucose monitor (cgm) was displaying signal loss on both the smartphone and the smartwatch. The patient was treated with liquid glucose (no information if oral or IV). At the time of the report the patient was fine but had slight pain due to the fall. There was no documentation of further medical evaluation or intervention. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Data was evaluated. A review of performance data shows that the patient's low alert was set to 65 mg/dl with the audio set to match phone. His urgent low soon alert was enabled with the audio set to match phone. The urgent low alert is fixed at 55 mg/dl; the audio was set to match phone and the snooze feature was set to 30 minutes. The signal loss alert and no readings alert were both set to sound and were both set to trigger after 20 minutes of continuous signal loss/brief sensor issue. (Please note these settings apply to both the smart device and the apple watch.) Data investigation shows that the patient experienced persistent intermittent signal loss on his smart watch throughout most of the day on the alleged date of incident, (B)(6) 2025. In contrast, the patient¿s app exhibited almost no signal loss that day despite the patient alleging that the signal loss was occurring on both display devices. There were three periods of signal loss on the watch that were observed around the time of the hypoglycemic event ¿ one began at 3:14 pm and lasted until 4:09 pm, the second began and 4:19 pm and lasted until 4:39 pm, and the third began at 4:44 pm and lasted until 5:19 pm. Although the watch delivered five separate audible signal loss alerts during this time (at 3:27 pm, 4:04 pm, 4:28 pm, and twice at 5:14 pm), these alerts, along with several glucose alerts delivered by the app during this same period, were found to have been delayed due to a race condition in which the alert processing is blocked by other tasks. At 3:34 am, the patient¿s estimated glucose values dropped below the low alert threshold to 62 mg/dl, but no alert was delivered at this time. At 3:39 pm, the patient¿s egvs dropped further to 56 mg/dl, the app delivered both a low and an urgent low soon alert, both at partial volume. At 3:44 pm, the app delivered a low at partial volume and an urgent low alert at half volume, again with an egv of 56 mg/dl. At 3:49 pm, the patient¿s egvs reached the urgent low alert threshold and the app delivered a low alert at partial volume and an urgent low soon alert at full volume with an egv of 55 mg/dl. At 3:54 pm, the app delivered an urgent low alert at partial volume with an egv of 48 mg/dl. At 3:59 pm, the app delivered an urgent low alert at half volume with an egv of low (less than 40 mg/dl). At 4:04 pm, the app delivered two urgent low alerts at full volume with an egv of low. The patient¿s egvs remained at low at 4:09 pm and 4:14 pm, but no alerts were delivered at these times. At 4:19 pm, the patient experienced signal loss on the app. From 4:24 pm to 4:44 pm, the cgm exhibited a period of brief sensor issue. During this time, the app delivered three alerts ¿ one full volume urgent low alert at 4:24 pm, one full volume urgent low alert at 4:28 pm, and one partial volume no readings alert at 4:43 pm. When the patient¿s brief sensor issue resolved at 4:44 pm, the app delivered a high alert at partial volume with an egv of 198 mg/dl; this alert was acknowledged immediately. The no readings alert was also acknowledged at 4:44 pm. The patient¿s egvs remained above the high alert threshold until 4:59 pm, at which point his readings returned to target range. The reported complaint is undetermined. Although the patient was found to have experienced delayed alerts, both his smart watch and his app delivered audible alerts before and after his egvs exceeded the urgent low alert threshold. Additionally, although persistent signal loss on the watch was observed during the investigation window as alleged, there was almost no signal loss on the app. The app was therefore able to deliver several glucose alerts before the patient reached the urgent low threshold (although some of these alerts were, again, delayed). The root cause of the hypoglycemic event could not be determined.